Manufacturer narrative:
The device was requested for eval but was not returned. The cause of the event could not be determined from the info available and without the device for eval. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specs and release criteria. There have been no other complaints referencing this lot number. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though no injury was reported.

Event description:
The surgeon allegedly used the cinchlock knotless anchor for a hip labrum repair. The surgeon reported that he implanted the first two anchors successfully, then on the third anchor, he broke one of the sutures while applying tension. The surgeon said he thought the suture was holding in the labrum, so he deployed the anchor and then removed the inserter out, at which time he observed that the suture was not holding the labrum, and he pulled the suture out. The anchor stayed in the bone.